Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG is not coming during procedure. Device is outside of clinical use. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG is not coming during procedure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG is not coming during procedure due to improper patient skin preparation. A clinical application specialist visited the site and provided instructions to the user regarding the proper skin preparation procedure and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse determined that a clinical application specialist visited the site and provided instructions to the user regarding the proper skin preparation procedure and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.